Event description:
The user facility reported that while preparing the suspect device for use during an unspecified procedure, the broken tip of a syringe was found inside the suction cylinder. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the reported issue. The syringe tip was removed from the suction cylinder. In addition, service found that the insertion tube was buckling, and the bending section was stiff. The cleaning brush could not be inserted due to deformation of the instrument channel. The bending angulation ¿up/down¿ knob and ¿up¿ functions were out of specification due to wear of the angle wires. There was decreased light output due to the damage of the light guide bundle. The objective lens and light guide lens were cracked, and moisture was observed in the objective lens due to a crack in the adhesive. The adhesive in the bending section was peeling. The adhesive rubber in the bending section was discolored. The suction cylinder was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received regarding the reported event: the intended procedure was completed using a similar device, and there was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event. Additional information added.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the syringe compatible with the subject device was used and its tip was broken due to device handing by the user, entered the device and remained there. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the suction function. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. Olympus will continue to monitor the field performance of this device.